Event description:
A malfunction was reported on the pump by a caller. There was no adverse impact to the customer's blood glucose level. The customer, with assistance from technical support, reset the pump successfully, and the same malfunction did not recur. The caller was advised to continue using the pump and to contact support if any further issues arise.